Event description:
During a gastric bypass procedure, the active blade broke off in patient, and was recovered. There was no patient consequence. The case was completed with another device of the same product code.